Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after a misload has occurred. The capsule was observed to be separated at the proximal end. This was not reported in the event description and therefore it cannot be determined when the capsule separation occurred. Capsule separation can occur due to excessive compressive forces applied to the capsule. This excessive compressive force can experienced when the valve is loaded incorrectly. Or potentially, the capsule separation may have occurred if the capsule was manipulated during an attempt to remove the valve from the delivery catheter system (dcs) after the misload occurred. However, the cause of the capsule separation cannot be confirmed with the evidence available. There was no other evidence of damage observed on the subject dcs. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut pro instructions for use, contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading and to aid in accurate placement of the tav frame paddles during loading. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. In this case, the inspection process per the IFU was performed and identified the misload prior to introduction to the patient. A new valve and dcs were used and implanted uneventfully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The device was received with the capsule partially opened. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a misload was identified visually and the valve and delivery catheter system (dcs) were not used. A new valve and dcs were used and implanted uneventfully. No adverse patient effects were reported.